Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device voltage was at end-of-service level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware.